Event description:
Reporter indicated that pediatric vns patient (age unknown) developed an infection post-implant. The infection is bein treated with IV antibiotic therapy. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Report is incomplete because no response has been received to manufacturer's requests for additional information from treating neurosurgeon or from treating neurologist.

Event description:
Additional information will not be obtained as treating neurosurgeon indicated that no information will be given to device manufacturer.